Event description:
A customer contacted (B)(4) regarding set up assistance on the homechoice (hc) unit. The caregiver (cg) stated he was setting up for therapy when one of the spikes came out of the supply bag. The cg stated he clamped off the line that became unspiked and connected a bag to another supply line. The cg stated he then cycled power but was now at "load the set". The technical service representative (tsr) assisted the cg to return back to prime. The cg confirmed he would call back with any problems. On (B)(6) 2010 product surveillance spoke with the home patient's (hp) spouse who stated this was a onetime incident and he had set up incorrectly. The spouse stated he spiked the bag incorrectly. The spouse confirmed therapy was going well and the home patient was doing fine. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a spike that came out of the supply bag during set up. The report was not confirmed due to lack of sample available for evaluation. Based on the information obtained from baxter's investigation, the cause of the separation was due to the user incorrectly spiking a supply bag. The homechoice apd systems patient at-home guide instructs users when and how to connect the supply bags. Users are also instructed to check all disposable set connections for a secure fit before beginning therapy. This review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was not performed as the sample was discarded, and the lot number was not provided.